Manufacturer narrative:
It was determined upon receipt and final evaluation of product that a piece of the seal was missing. It cannot be confirmed whether the fragment remained in-situ. Investigation summary: investigation of the returned product revealed that the loss of peritoneum was caused by torn and damaged seals. The device construction records revealed no unusual events during manufacture; the lot has passed all manufacturing and quality inspections. Inspection includes pressure testing every device prior to shipping and it is unlikely the damage occurred during manufacture. In the field, leaking seals can be caused by insertion of asymmetrical or angular instruments such as j-hooks or clip appliers. Applied's product information data sheet stipulates that extra care be exercised when using these instruments which should be centered axially before advancement through the trocar. This represents our initial and final report.

Event description:
"Approximately 1 hour into procedure 11mm port developed significant leak. Made hissing noise (rather loud) when instruments were not introduced. Upon insertion of seal after case... A noticeable cut was visible in the seal. Rubber appeared missing."